Event description:
It was reported that the pt had fallen off of a ladder. The pt immediately lost tremor control on the left side. A scan (date not reported) showed the leads had not moved. The impedance on the left side was >4000 ohms. The left lead was replaced. The pt was reported to be doing well post replacement. The hcp reported that the impedance checks before the revision were normal. Hcp reported he could use two spots where lead might have been compromised.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.